Event description:
It was reported that the pt experienced shocking sensations in their muscle after having their device reprogrammed and the voltage increased. The pt was in the operating room and their voltage was decreased. The pt continued to feel intermittent shocking sensations with postural changes, it was noted that there was a problem with the lead impedances. Further info is being requested.